Event description:
Information was received indicating that a smiths medical cadd ms3 pump kept alarming for load cartridge. It was reported that the pump ran for 24 hours. The customer attempted to reload the cartridge but kept getting same alarm. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation. The product problem reported by the customer could not be duplicated. The cartridge was loaded and the device ran with no issues. The device functioned as intended. No problems were found with the device.